Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the rubber tip covering the 8mm monopolar curved scissors instrument was ripped off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the rubber tip cover is not available for return. It was completely torn, and there is material missing. No fragment fell into the patient's anatomy. The tip cover was torn past the gray area. There is no report of arcing during the procedure or injury to the patient.